Event description:
It was reported that a patient presented to clinic. Device interrogation revealed high capture threshold on the right ventricular (rv) lead. The physician elected to explanted and replace the rv lead. The patient condition was stable before, during, and after the procedure.

Manufacturer narrative:
Type of investigation, investigation findings, and investigation conclusions codes updated for no product returned.